Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One destination device was returned to terumo medical corporation for product evaluation. The returned sample included the sheath and shelfpack label. The returned sample was subjected to visual analysis. The valve subassembly on the sheath was noted to not be the correct valve subassembly and not from the terumo destination. The sheath was broken into 5 pieces with 3 pieces held together by coil. There were signs of clamping and other forms of damage along the sheath. It was found that the device was broken at multiple points along the sheath. The complaint can be confirmed for sheath breakage. The exact root cause cannot be determined. The likely cause is user pulled during resistance. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A nonconformance (nc) was initiated for the risk level increase.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the cath lab had a completely shredded destination, which was multi-fractured and broken into two pieces. After the femoral puncture, problems arose when pulling out the sheath, the destination came loose in parts, and the distal part was saved with the help of a balloon. All parts of the destination device could be collected. The intervention took longer; however, the patient did not suffer any damage, and there was no bleeding or hematoma. The puncture was closed with an angio-seal.